Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested by fax and mail on 11/10/2006 and two follow-up calls were made on 11/17/2006. To date, a completed questionnaire has not been received. Additional data was provided by phone.

Event description:
A patient called to report that following bilateral intraocular lens implant surgeries, he has had difficulty seeing at near even with glasses. Distance vision is not good, but improves with glasses. Yag laser treatment was performed for both eyes in 2005 and lasik was performed od 4 months prior. Both eyes were normal during the last slit lamp exam. The surgeon has recommended the patient get a new prescription for glasses. MDR# 1119421-2006-00405 eye#1 MDR# 1119421-2006-00406 eye #2 additional information has been requested from the implanting surgeon.